Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture (loc). The lead impedance measurements were also greater than 3,000 ohms. There was no noise present and noise was unable to be reproduced through isometrics. The patient was not pacemaker dependent and did not experience any asystole. It was reported this patient was traveling to another country and carrying heavy luggage when the increase in impedances began. A conductor fracture was suspected. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.